Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to blood clot diabetes related and high blood glucose was unknown on (B)(6) 2018. The customer was treated in the hospital. The customer also stated they had a stroke in (B)(6) which was diabetes related and linked to the pump and was advised to discontinue use of pump. The customer declined all troubleshooting. The customer was wearing the pump during to the hospitalization. The insulin pump will not and sensor will be returned for analysis.

Manufacturer narrative:
The information that provided about event date, date of hospitalization and model number with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due high blood glucose and a blood clot diabetes related.